Event description:
The manufacturer received information from a customer indicating an adverse event occurred while a patient was using a ventilator. According to the customer, the patient was switched from one ventilator (another manufacturer's model) to the ventilator associated with the event. Prior to the switch, the patient's measured end tidal carbon dioxide (etco2) was approximately 40. After four minutes on the manufacturer's ventilator (same settings), the patient became unresponsive with a measured etco2 of approximately 100. The patient was hyper-ventilated and placed back on the original ventilator. The customer claims this scenario occurred twice. The patient was then placed on a different ventilator (same manufacturer's model) without incident. The patient had no permanent injury from the event and returned to his baseline condition. The ventilator was returned to the manufacturer for evaluation. The device was received with the incorrect porting block for the settings that were being used with this patient. The device settings indicate it was being used in volume control mode which requires an 'active" porting block with an exhalation valve connection. Volume control mode uses a closed circuit configuration with an exhalation valve that is pneumatically controlled. A "passive" porting block, which does not have an exhalation valve connection, was attached to the ventilator. The "passive" porting block is designed for an open circuit configuration with an exhalation port (intentional leak). The patient circuit in use at the time of the reported event was not returned with the device. The ventilator was evaluated and was found to operate and alarm as designed. The device passed all required testing. No damage, abnormalities, or deficiencies were observed.

Manufacturer narrative:
Device labeling (trilogy 100, clinical manual, chapter 4) provides a detailed description of porting block options and uses. Based on the available information and investigation results, the manufacturer believes the device was being used with an improper patient circuit configuration at the time of the reported event. There was no permanent harm or injury to the patient. The manufacturer concludes device labeling is appropriate for determining porting block options and that no further action is required.